Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the pump showing a static fill estimate of 65 despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about the potential cause, which involves a variance in the measured pressures used to calculate insulin remaining. Once the amount aligns with the displayed estimate, it will function normally. A replacement cartridge was sent to the caller, who understood and acknowledged the explanation.